Event description:
On 7/6/98, the following was reported to datascope: blood was noted in the gas shuttle tubing. The doctor was made aware of this & the pump was then put on stand-by. The catheter was removed & replaced. There was no pt injury or complication as a result of the event. The pt remained in the hospital. [Event complications]: none from the event- rpt'd 6/10/98 & 7/6/98. [Pt's current status]: in hospital- rpt'd 7/6/98.

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.